Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed with low readings.

Event description:
It was reported that customer received a sensor error and calibration error. After troubleshooting, customer removed sensor and found that it was bent. Customer's blood glucose was 30 mg/dl which was treated with food and glucose tab. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.